Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an infant heel warmer. The customer reports the rn was preparing to draw labs and squeezed the heel warmer and the heel warmer exploded. The contents covered her shirt pants and shoes. The contents did not make contact with the rn's skin. The staff and patient were not harmed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).